Event description:
The facility reported a flogard infusion pump that does not charge. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that does not charge was confirmed during product evaluation. The root cause of the reported problem was determined to be blown fuses. Appropriate action was taken to correct the reported problem by replacing the main fuses.

Manufacturer narrative:
(B)(4).